Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced two low blood glucose (bg) levels on (B)(6) 2023 and (B)(6) 2023 of 45 and 48 mg/dl. The low bg causes were not known. The customer consumed carbohydrates and glucose tablets and received third party assistance from their health care provider (hcp), who provided guidance and verified pump settings to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.